Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the bypass tube was already detached. The bypass tube was already detached from the carrier tube tip when the angio-seal poly-foil pouch was opened. The device had been placed on a flat surface. The pouch was fully opened all the way from the arrow side to the end on a clear and flat surface. There was no obstacle to open the pouch. The bypass tube was left in the pouch. The device was not used and manual compression was applied to achieve hemostasis. There was no health damage to the patient.